Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge cannot be opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the refrigerator system failed to open. A field service engineer stated that the technician contacted the site and guided them through the recovery process. The technician confirmed from the customer that no errors were present. The technician asked the customer to pull the medications, but the customer reported that the medications were showing as out of stock. The technician advised the customer to follow up with the pharmacy and request that the medications be restocked. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator cannot be opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.